Manufacturer narrative:
Literature citation: blair et al. Metacarpophalangeal joint implant arthroplasty with a silastic spacer. The journal of bone and joint surgery. 1984; 66-a: 365-370. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1984 literature article, by blair et al. Titled metcapophalangeal joint implant arthroplasty with a silastic spacer, the authors report 24 implant fractures in situ and 3 revisions following mcp joint arthroplasty with swanon finger joint implants.